Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2023, the patient underwent routine outpatient PICC maintenance, with 5cm exposed and 41cm built-in. There was no local erythema present. When flushing and sealing the tube, there was no return blood pumping, and subcutaneous swelling above the puncture by gently pushing the saline. Clinician suspected catheter leakage. When gently pulling the catheter to find the leakage, the catheter broke off and came out 1cm inside the puncture opening. The built-in part was not seen, immediately pressed above the puncture point, the film showed the catheter in the pulmonary artery. The catheter was immediately pressed over the puncture site and the radiograph showed that the catheter was in the pulmonary artery.